Manufacturer narrative:
(B)(4). Reported event was confirmed by review of op notes provided. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Revision operative record noted a pseudo tumor around the right hip. The patient was stated to be hypercobaltemic. On incision the capsule tissue was noted to be thickened with surface appearance consistent with cobalt chrome metallosis. No gross metal staining of the tissue was noted. Taper corrosion was confirmed on the head and stem trunnion. The elevated liner was noted to have an impingement defect from the femoral neck. Examination of the returned liner confirms the liner was fractured into two pieces. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 2648920-2014-00254, 0001822565-2017-03250.

Event description:
It is reported that the patient was revised following a hip arthroplasty due to pain. During the procedure, metal debris, corrosion, fluid effusion, pseudotumor formation, and liner impingement were noted. The femoral head, neck and acetabular liner were removed and replaced. No additional patient consequences were reported.